Event description:
Coiling treatment was conducted of a vessel. The coil was reported to not detach. Upon withdraw, the coil detached within the catheter. The coil and catheter were removed without incident. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device involved in this event was not returned as it was reported infectious. (B)(4).